Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's wake button was difficult to press and the pump screen does not respond when pressed. The customer¿s blood glucose level was 475 mg/l which was addressed with manual injections. During troubleshooting with tandem technical support, the customer reported that it was possible that the issue may be due to not sufficiently pressing on the button.